Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for post implant leaflet thickening and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery/medical record. Due to unavailability of valve serial number, DHR was unable to be performed to identify that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 2 years and 3 months post tavr with a 23mm sapien 3 ultra valve in the aortic position, halt/thrombosis was reported. Per proctor review of most recent echo global left ventricular systolic function is normal. The left ventricular ejection fraction is 65%. Patient is s/p tavr 10/26/21 with a 23 mm s3 ultra valve with a mean gradient of 20.3 mmhg, peak velocity of 3.2 m/s and 2+ paravalvular regurgitation''. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, it was reported ''halt/ thrombosis'', so the thrombosis was suspected. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests that patient factors (thrombosis) may have contributed to the reported leaflet thickening. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause for the paravalvular leak is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from a field clinical specialist, approximately 2 years and 3 months post tavr with a 23mm sapien 3 ultra valve in the aortic position, halt/thrombosis was reported. The patients symptoms are dizzyness and weakness. The team is determining plan of treatment. Per proctor review of most recent echo the paravalvular leak and halt was noted.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.